Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, as the surgeon was cross clamping during a critical portion of the procedure, the system's universal surgical manipulator (usm) 2 stopped working. The customer proceeded with using the usm 1. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) after switching to the usm 1. After undocking the usm, the system alarmed. The customer was able to recover from the error and proceeded with the usm 2 undocked. The tse viewed system logs and observed armnet 2 communication errors. The procedure was completed. There was an approximate three (3) minute delay in the procedure. Isi follow up with the customer site and obtained the following additional information: during a da vinci-assisted partial nephrectomy procedure, as the surgeon was cross clamping during a critical portion of the procedure, the usm 2 stopped working for an unknown reason. The surgeon was, well into the surgery and the system had been working fine; but, just after the surgeon had clamped the renal artery and the renal vein, the system faulted with no warning and the surgeon could not control the instruments in arm 2. The surgical staff, moved the arm out of the way and continued with the system as a three (3) arm set up. At this point, the customer contacted an isi tse, after switching to the usm 1. After undocking, the system alarmed. The customer recovered from the error and proceeded without use of the usm 2. The customer continued with the use of the usm 1. The tse viewed the system logs and observed armnet 2 communication errors. It was reported that the procedure delay was, within limits and the facility did not report any injury nor delay in their records. There were no other issues throughout the procedure. There was no report of, ischemia, bleeding, or adverse impact to the patient. The procedure completed robotically as a three (3) arm set up and with no reported patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the system's universal surgical manipulator (usm) due to error 25730 in the system logs, pointing to a bad motor in the arm. The replacement of the usm corrected the reported problem. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed, but did not replicate the reported complaint. The unit was previously returned for communication error 307 and the axes controller, arm (aca) board was replaced as a fix before. Multiple max and motor axis (maxis) errors on the aca, axes controller motor (acm) and axes controller carriage (acc) nodes were present; but, mostly on the aca and acm. The unit did not generate any error nor fault during start-up in normal mode. Fa performed 20 power cycles with no issue(s)/fault(s) generated. The unit was also tested on a patient side cart fixture test platform (pftp) and passed carriage lissajous, direction test, carriage switch, carriage strength, sensors check, sine cycle, brake test, fan test, fiber test, and all friction test. Further, visual inspection showed no sign of loose connections; all components were intact with no pinched wire and flat flex cable (ffc).